Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off label usage of the device. On (B)(6) 2024, the patient experienced a skin reaction with blisters, drainage, and infection, at the needle puncture site. The reaction was treated with an unknown prednisone product. At the time of the report the patient would have experienced pain. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.